Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of over 700 mg/dl and diabetic ketoacidosis (dka). A manual insulin injection was administered to address bg level prior to arriving at the ER. The customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2023. Reportedly, dka led to high potassium levels and troponin test indicated heart damage. It was reported that an unspecified malfunction alarm occurred. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." H3 other text : device not returned.